Event description:
It was reported that during a sigma procedure, the hand activation had no function. No further info is available. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but not unavailable at this time.